Manufacturer narrative:
The hill-rom technician found that when the brakes were not holding due to the brake pads needing to be adjusted. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed preventative maintenance on their beds. The technician adjusted the brake pads on all 4 casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake casters are not holding in brake mode. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).